Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the lead and was causing multiple non-sustained rv oversensing episodes. Externalized conductors were suspected. The lead was capped on (B)(6) 2018. The patient did not have any symptoms before, during, or after the surgery.